Event description:
The customer received questionable thyroid results for an unknown number of patient samples from a cobas e602 analyzer. The specific date of testing was not provided. The samples were submitted for investigation and tested on an analytical e module analyzer, cobas e411 analyzer and a centaur analyzer on (B)(6) 2015. Of the data provided for four samples, only the free thyroxine (ft4) results for three patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning which result was reported outside the laboratory was requested, but it was not provided. The results of the investigation including the centaur results were reported to the customer. There was no adverse event reported and no action was taken based on the investigation results. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. For sample (B)(6), all results gave the same clinical picture. From the information provided, a general reagent issue could be excluded. When comparing results generated by different types of analyzers, variances can be expected. Factors such as the patient's age, gender and other characteristics should be considered when analyzing results. For samples (B)(6), a specific root cause could not be determined as not enough sample was available for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).